Manufacturer narrative:
Additional information received reported that the explant was performed on (B)(6) 2018. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there was no patient injury and the patient is doing fine post-operatively. The replacement lens was a non-johnson and johnson lens. No additional information was provided. If explanted, give date: (B)(6) 2018. Patient code 3191 ¿ explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received reported the patient's date of birth, and that patient also experienced halos and glare. Furthermore, the patient reported there has been improvement in her right eye from the glare, halos, and starbursts since the lens exchange if she keeps her left eye (other affected eye that has not been explanted yet, but is scheduled to be explanted on (B)(6) 2018) covered. No additional information was provided. Age/date of birth: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/17/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant to be performed on 10/16/18. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 17.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively, the patient complained of blurred vision, sensitivity to light during sunny and cloudy daylight hours, and starbursts during the night. Therefore, the patient was referred to a second doctor for a second opinion who has scheduled an explant to be performed on (B)(6) 2018. No additional information was provided.